Manufacturer narrative:
Section d4: device information was requested but not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the provided log file. The log file contained data spanning approximately 33 days (13feb2021 ¿ 18mar2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on 13mar2021 at 8:55 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc steadily decreased. The alarm resolved when power was restored to the system. The mpu (serial number unknown) was not returned for analysis. No further information regarding the mpu and the event was able to be provided. The root cause of the observed loss of ac power was unable to be determined through this analysis. The heartmate ii patient handbook (rev. F, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook (rev. F, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the was a no external power alarm while the patient's device was connected to the mobile power unit (mpu). The controller was momentarily disconnected from an external power source causing the controller to momentarily operate on backup battery / power save mode. There was no interruption in pump support during this event. This was caused by power to the mpu being briefly interrupted. This may be due to the power cord coming loose from the wall outlet/connection with the mpu or the house losing power.